Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure one 6f launcher guide catheter was used. Catheterization of the arteries was described as complicated, requiring extensive probe manipulation due to arterial morphology. The patient¿s condition worsened approximately 6 hours after the procedure. A thoracic CT angiography identified a dissecting parietal hematoma of the ascending thoracic aorta (stanford type a), and the patient was transferred to the intensive care unit where pericardial drainage was performed. Act showed partial regression of the aortic hematoma.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the launcher guide catheter was not inspected prior to use. Difficulties were noted during advancement of the launcher guide catheter but not during guidewire advancement. The launcher device succeeded in crossing the lesion and the catheterization was successfully performed. There was no malfunction of the launcher guide catheter. The patient was not on dapt at the time of the event. The patient is still alive. Correction: patient age and sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.